Manufacturer narrative:
He device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value. In addition to the tip fixing screw peeling due to insufficient adhesive in screw holes of the distal end, the evaluation findings are as follows: due to a pinhole in the bending section cover, water tightness was lost, due to damage on the acoustic lens, water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, due to deformation of the nozzle, water removal ability did not meet standard value, switch #3 had a scratch, the objective lens had a scratch and chip, the connecting tube had a scratch, due to damage on the ultrasonic probe, displayed ultrasound image was defective with missing elements, and the paint on the air/water cylinder was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera ultrasound gastrovideoscope ultrasonic probe was broken. There was no patient harm reported. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the tip fixing screw was peeling.